Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a dissection occurred. The lesion being treated was a severely calcified, 85% stenotic lesion in a moderately tortuous mid left anterior descending artery (lad). The physician predilated the lesion with a 1.5 x 20 mm balloon. After predilation the physician successfully deployed a taxus express2 2.5 x 20 mm drug eluting stent at 14 atms. However, a dissection was noticed in the proximal end of the stent. The procedure was successfully completed by deploying a taxus liberte -3.0 x 24 mm drug eluting stent over the dissection. No further pt injuries or complications were reported. Pt status is reported as "fine".